Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic female pain') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and secondary dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, fatigue, alopecia, tooth disorder, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Lot number: cs0003v, manufacture date: 2013-10, and expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic female pain') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and secondary dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, fatigue, alopecia, tooth disorder, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Lot number: cs0003v, manufacture date: 2013-10, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2021: mr received: " previously reported event pelvic pain made medically significant and intervention required due to surgery. Reporter, medical history and essure removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic female pain') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and secondary dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy essure coil removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, fatigue, alopecia, tooth disorder, migraine, headache and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, back pain, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. Lot number: cs0003v, manufacture date: 2013-10, and expiration date: 2015-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-aug-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.